Event description:
In early 2008, an initial surgery was done to implant spine hardware. After a subsequent complaint of discomfort by the pt, it was noted on x-ray the left rod had slipped from the tulip of the screw at l4. A revision surgery was performed approx two and a half months later. All implants were replaced as well as the rods and set screws. The pt remains symptomatic.

Manufacturer narrative:
Results: device was not returned to MFR; no eval could be performed.